Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a very sick neonate on therapy in an arctic sun device. Patient temperature (pt) has struggled to get to cooling targeted temperature (tt) and water temperature (wt) have been high. They did not believe patient was going to be able to meet rewarming targeted temperature (tt). Patient expected outcome was not positive. Asking about extended high water temperature (wt) and what they can do to help patient try to reach targeted temperature (tt). Explained water temperature (wt) will remain high to try to get the patient temperature (pt) to the targeted temperature (tt). If water temperature (wt) was high for long periods, they will get safety alerts reminding them to do their diligent skin checks according to their protocol. Stressed importance of skin checks. Noted as long as it was not contraindicated in their protocol, they can use warm blankets and the overhead warmer to assist. Encouraged to call back when they begin rewarming if there were any concerns. Per follow up information received via phone on 15jul2024, it was reported that the nurse provided sn (B)(6). Stated the patient was removed from the arctic sun device prior to therapy completion due to family request. They declined to discuss the patient further but noted no further issue with the device. The device had remained in service without evaluation.

Event description:
It was reported that the nurse stated they had a very sick neonate on therapy in an arctic sun device. Patient temperature (pt) has struggled to get to cooling targeted temperature (tt) and water temperature (wt) have been high. They did not believe patient was going to be able to meet rewarming targeted temperature (tt). Patient expected outcome was not positive. Asking about extended high-water temperature (wt) and what they can do to help patient try to reach targeted temperature (tt). Explained water temperature (wt) will remain high to try to get the patient temperature (pt) to the targeted temperature (tt). If water temperature (wt) was high for long periods, they will get safety alerts reminding them to do their diligent skin checks according to their protocol. Stressed importance of skin checks. Noted as long as it was not contraindicated in their protocol, they can use warm blankets and the overhead warmer to assist. Encouraged to call back when they begin rewarming if there were any concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.